Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the left anterior descending artery. Predilatation was performed prior to stenting. The proximal shaft of the 2.5x15 mm mini vision stent delivery system (sds) separated during advancement of the sds in the guiding catheter. There were three guide wires being used for support which were also in the guiding catheter, resulting in slight resistance during advancement. The sds did not exit the guiding catheter tip. A new sds was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported detachment was confirmed. The reported difficulty to position could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.